Event description:
It was reported that a spectrum pump alarmed for system error 322 while in use on a patient. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. The reported system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced.